Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he was treated by paramedics for a low blood glucose 33 mg/dl. The paramedics treated with intravenous fluids and a dextrose injection, and the customer was not hospitalized. The customer was wearing the insulin pump at the time of the event. The reservoir showed more insulin that was shown on the status screen. The customer was unsure if the insulin pump had been exposed to an x-ray machine during a recent medical procedure. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test.